Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. A chest x-ray revealed the lead helix was not fully extended. The lead was capped and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.